Manufacturer narrative:
Additional information has been received which was not included with the initial medwatch report. The additional information has been provided with this report.

Event description:
Clarification was received that the sensors broke while in the serter. Therefore, the sensor were not used by the customer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor broke when attempting to remove from serter. The customer's blood glucose was unknown at the time of incident. The sensor will not be returned for analysis.